Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010, at (B)(6) hospital in (B)(6). During the procedure, multiple issues occurred that prolonged the procedure to more than 120 minutes total time. When inserting the bone pins, the tip of each of two bone pins broke off. The surgeon noted the pt's bone was very hard. A hole was pre-drilled to insert the bone pins successfully. While resecting the tibia, the surgeon noted that he appeared to be more lateral in the joint compared to the screen. The burr had also moved within the end effector. It was retightened, accuracy was confirmed, and resection proceeded. When verifying accuracy in the planning page, it was observed that the plan had shifted approximately 5 mm laterally, and the burr had frayed 50% of the acl footprint. Remedial intervention was performed to repair the acl. It was secured with fibre wire and 4mm cancellous screw and washer.

Manufacturer narrative:
As part of normal complaint follow-up, investigation were performed by mako surgical with regards to the robotic arm interactive orthopedic (rio) system. A bone pin investigation (including material analysis testing of the device that broke during the case) revealed that all parts were manufactured and provided to specification and the failure occurred due to overstress during insertion, caused by technique and hard pt bone. The noted resection plan shift was also investigated, and found not to be caused by a faulty and effector as hypothesized at the site. The end effector performed to specification. The issue was caused by a loose robotic arm base array, which was discovered at the end of the case by the makoplasty specialist (mps). The surgical team at the site was informed of the importance of proper set-up, including tightening of the base array.